Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states multiple myeloma. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware that a user of the rep dreamstation auto CPAP had states multiple myeloma. No medical intervention was specified by the patient. No additional information can be requested at this time. In box b: describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with multiple myeloma. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, product UDI (rfb), product UDI are updated in this follow-up. In box h: (device) problem code grid, component code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with multiple myeloma. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was six error code found and during the evaluation secondary findings were observed the third-party service center concludes that there was no visible foam degradation. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.